Event description:
Event description cpi received information that a patient with this implantable pulse generator (ipg) was experiencing syncopal episodes. A holter monitor displayed periods of no output.